Manufacturer narrative:
In the event the devices are returned to the manufacturer, no analysis will be performed as the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 3006705815-2017-00508 & 1627487-2017-02526. It was reported the patient notified the physician there was green pus coming out of thoracic incision site. The physician sent the patient to the emergency room. Follow up identified the patient's entire scs system was removed. Additional follow up identified the patient was doing well and healing.